Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received an inappropriate shock due to lead noise. Noise could not be reproduced with either isometrics or pocket manipulation. There might be a connection or setscrew issue. The secure sense algorithm was turned on to prevent further inappropriate therapy. The patient will continue to be monitored.